Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited burn damage on the forceps base. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use: 3.2 inspection of the endoscope 4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.